Event description:
Siemens became aware of a system malfunction that occurred while operating the artis icono biplane unit. During an emergency patient procedure, the machine displayed an error, and no system movement was available. The stroke patient had to be moved to complete the procedure on an alternate unit. We have no indications of any adverse effects on the health status of the involved patient.

Manufacturer narrative:
Siemens is conducting a thorough investigation of the reported event. As this event is under investigation, a root cause has not yet been determined. A supplement report will be filed if additional information becomes available.

Manufacturer narrative:
7/18/2024: supplemental MDR 2 was submitted to the FDA for correction of the primary UDI number in section d4.

Manufacturer narrative:
The investigation of the reported event was performed by our experts. The provided log-files showed an active proximity switch at plane b. The message "plane b: collision of detector - move out of collision" was displayed to the user. Therefore, system movements were only possible in the override mode at reduced speed for safety reasons. The override mode is a mitigation for this kind of failure scenario when a procedure can be aborted in a controlled manner if needed. The instructions for use contain adequate information for this kind of scenarios and how to perform system movement in the override mode. It was determined that 30 minutes after the proximity switch became active, the signal turned inactive. The investigation could not determine why or how proximity switch got activated. The problem claimed by the customer could not be confirmed. The system works as specified.